Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd safetyglide¿ insulin syringe there was an issue with the device being broken. The customer stated ¿the barrel is broken.¿ this failure may lead to an unexpected leakage or spilling of blood components which can lead to blood born pathogen exposure. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: customer returned a photo of a bd safetyglide syringe. Customer states that the barrel is broken. The photo was examined and exhibited a cracked barrel. A review of the device history record was completed for batch# 7139827. All inspections and challenges were performed per the applicable operations qc specifications. There were zero notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes: 1.defect could have occurred at the prep dial of the metro assembly machine loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. 2.infeed dial at barrel printers. 3.loss of back pressure at infeed rail also at form fill & seal.